Manufacturer narrative:
(B)(4). Item# 3735118n; lot# 1474530d2, item# 3735118n; lot# 18/221244, item# 3735118n; lot# 18/221244, item# 3735118n; lot# 18/221244, item# 3735118n; lot# 18/221244, item# 3735120n; lot# 18/154881, report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient experienced implant fracture approximately two (2) months post-implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a4; b4; b5; g3; g6; h1; h2; h6 if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. The device is not supplied by zimmer biomet in which zimmer biomet does not hold reporting responsibilities.

Event description:
No further event information available at the time of this report.